Event description:
It was reported that 11 days post implantation the patient developed an ipsilateral rash, pain and swelling to the calf that was diagnosed as a dvt. The patient was placed on a medication and the dvt was considered resolved 4 months later. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 574201050 item name femoral stem cementless collared standard offset 12/14 taper size 5 lot # 3129306. 30103605 item name 36mm i.d. Size e neutral liner lot # 65574750. 00625006530 item name bone scr 6.5x20 self tap lot # j7423214. 00877503603 item name bioloxâ® delta, ceramic femoral head, l, ã¸ 36/+3.5, taper. 12/14 lot # 3137141 010000663 item name g7 pps ltd acet shell 52e lot # 7384978. Multiple MDR reports were filed for this event, please see associated reports 0001822565 - 2023 - 03447. 0001822565 - 2023 - 03448. 0001822565 - 2023 - 03449. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. H3 other text : device remains implanted.